Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that, while doing the disc prep on the l4/5 level for our first tlif, surgeon was using the uterine curette, heard a snap. The instrument was pulled out, but the broken tip was left inside the patient. Surgeon tried to find the broken off item for a few seconds, but couldn't. The x-ray showed us exactly where the item was, so the surgeon was able to remove the broken instrument's tip from the patient. Then, it was continued to do disc preparation, just with the other instruments that was available for the case. There was a delay of 5 minutes reported. The catalyft cage was implanted at the level where the incident happened. There were no patient symptoms reported, no additional surgery or treatment performed as a result. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # 2900163 ; lot # im11d007 visual inspection confirmed the tip of the curette has broken due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.